Event description:
According to the reporter: the clips stayed stuck in the device. The jaws closed on the vessel without any clip coming out, causing a lesion to the vessel. No consequence for the patient - the operator used another instrument to complete the procedure.